Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an infection. The existing ipp was explanted and replaced with a spectra penile prosthesis (spp). The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.